Manufacturer narrative:
(B)(4). Batch #: u4003r. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure when the device was used on the tissue the tip fractured. The procedure was delayed 2 minutes. It was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2022. D4 batch #: t9585w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har17f device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on (B)(6) an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2022. Additional information was requested and the following was obtained: ¿ did the active titanium blade break off? No ¿ did the white tissue pad break off? No ¿ is the white tissue pad completely missing from the clamp arm of the device? No h1 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.